Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the acetabular cup, hemi head & modular sleeve were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The reported intraoperative findings of elevated metal ion levels, and pseudotumor may be consistent with findings associated with metal debris. The root cause of the revision and reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. However, the patient¿s leg length discrepancy is a contributing factor to his complaint post-primary implantation pain. The patient impact beyond the revision and associated pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to chronic debilitating pain and metal toxicity.